Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the rv lead was observed via remote transmission. The lead was capped on (B)(6) 2019 and replaced. The patient had no consequences from the procedure.